Event description:
Medwatch report received with description stating "during report at change of shift, a pt pressed call light button to get someone's attention. The assigned rn and nurse manager responded quickly. When they went into the pt's room they found the pt to be bleeding profusely from a peripheral. The same IV was placed ealier that same day. They immediately stopped the bleeding and assessed the pt and the IV. They found the catheter extension set broken. Apparently the tubing of the catheter extension set had become disconnected from the luer lock. Therefore, blood was seeping from the i.v. Was not sure how the disconnection occurred." There was no report of injury or medical intervention.